Manufacturer narrative:
The marathon catheter was returned for evaluation. The catheters total length was measured to be approximately 173.4cm. The catheters useable length was measured to be within specification. The catheters distal length was measured to be within specification. Approximately 0.6mm of the catheter tip and marker band was found to be dislodged. Based on the above findings, the customer's report was confirmed. The broken end of the distal tip exhibited plastic deformation of the tubing material (stretching/jagged edges) which indicates that catheter broke when pulled and exceeding the tensile strength of the tubing material. All products are 100% inspected for damage and irregularities during manufacture. The device lot history review did not reveal any manufacturing discrepancy that would contribute to the reported issue. (B)(4).

Event description:
The following report was received by medtronic (covidien): the marathon catheter was difficult to track in the internal carotid artery (ica) terminus. The catheter never made past proximal anterior cerebral artery (aca) or mid m-1. This occurred during navigation. Upon removal the doctor noticed the tip of marathon fractured off in the parietal occipital area and left in the distal end of the ica.